Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was over 400 mg/dl. Upon troubleshooting the alarm, the customer observed air bubbles within the infusion set tubing. An infusion set tubing change was performed to address the air bubbles. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.